Manufacturer narrative:
The reported 10mm morse taper long stem was not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found for the 10mm morse taper long stem (part number tr-sl10-s, batch numbers 572476). Based on the information received, the root cause could not be determined.

Event description:
An "arh solutions 2 head 26mm, left" failure was reported by duke university hospital for a post operative loose implant. The revision surgery was performed on (B)(6) 2024. Requests for additional information have been made. If/when additional information is received a follow-up MDR will be submitted. No other adverse patient consequences were reported. This report is related to report number 3025141-2025-00094 for the "arh solutions 2 head 26mm, left" involved in this event.